Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The units remaining in the status screen matches the test reservoir volume. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was 30 mg/dl at the time of hospitalized and at the time of incidence was 42 mg/dl. The customer was assisted with troubleshooting. The customer was treated with sucrose and food. Customer has not been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not alleges that the insulin pump was over delivering the insulin. The device will be returned for analysis.